Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt began to feel as though the ins does not charge as it once did and they have also experienced issues connecting to the ins. Caller stated they ran an impedance check and found that all impedances were good. Caller stated the ins battery showed some depletion. Caller was unsure as to when these issues began but said they were made aware about a month ago. Caller stated pt's hcp was going to replace the ins but pt's insurance denied the claim. No symptoms were reported. On (B)(6) 2023 the rep reported the patient has stated that they are having to charge more frequently and having trouble connecting when charging. Hcp has been informed and believes patient would benefit from a new battery. Patient has been scheduled for a battery replacement in (B)(6). Weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.